Event description:
According to the info the pt's mother stated the pt came across a self-catheter that has a jagged edge. Pt didn't notice the tip cut off and they catheterized themself. When pt took the catheters out, the catheter had blood on it. Pt didn't seek medical attention but mother did call the dr. Dr suggested not to cath any more and to start using an external catheter. The mother said pt was going to try self-cathing again in a little while to see if everything was ok. Mother called back after the pt cathed with a different catheter and said there was still blood there.